Event description:
A user facility reports a broken intraocular lens (iol). Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The anterior optic surface was scratched in the central optic zone, the posterior optic surface was scratched, and the optic edge was sheared or torn/split. Lens material from the optic damage was observed on the lens surface. All product is 100% inspected prior to product release and this exceeds acceptance criteria. The lens does not appear to have been removed from the case. There have been no other complaints reported in the lot number. The sample was reviewed with the appropriate inspection personnel. Additional info was requested on 12/17/2008 and 01/07/2009 by mail. A completed questionnaire has been received.